Manufacturer narrative:
Related mdrs:3025141-2012-00005,3025141-2012-00006,3025141-2012-00007,3025141-2012-00008,3025141-2012-00009,3025141-2012-00010,3025141-2012-00011,3025141-2012-00012,3025141-2012-00013.

Manufacturer narrative:
The broken plate (70-0124; batch w74983) is broken through the fourth slot from the distal / lateral end. The break is elongated, angled at about 45 degrees to the top of the plate and the break surfaces appear to have been rubbed together after breakage, but the angle and what remains of the surface appear to be consistent with an elastic failure over time rather than a brittle one time load to failure event. The surgical technique calls for a minimum of six locking screws in the distal portion whereas only one locking screw and four non-locking screws were returned with the plate. There are also two locking screw holes and six slots in the rest of the plate, but no col screws (larger locking screws) were returned. It is possible that with a more stable initial fixation the construct would have lasted longer giving the patient time to heal, but it is impossible to say with certainty how or why the plate, screw, and bone construct failed for this patient. Related mdrs: 3025141-2012-00005; 3025141-2012-00006; 3025141-2012-00007; 3025141-2012-00008; 3025141-2012-00009; 3025141-2012-00010; 3025141-2012-00011; 3025141-2012-00012; 3025141-2012-00013.

Event description:
Patient had an acumed distal clavicle plate, 2.3mm 16 hole, left (70-0124) plate implanted with 9 other acumed screws on (B)(6) 2011. Approximately 2 months later, the patient felt a "pop" and a "snap" in his shoulder. Re-examination revealed nonunion of the clavicle fracture and a broken plate. Broken plate and all screws were explanted on (B)(6) 2012.